Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2023, it was reported that the infusion set's tubing came apart. The site location was patient's abdomen. The infusion had been used for two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 300 mg/dl. No further information was available.